Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient was in for re-evaluation and sizeable cyst were seen on the talus. The metal components were stable, did a curettage of the cysts and backfilled cyst with calcium phosphate. The poly was exchanged as well. Poly being returned for evaluation.

Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe 8mm to be the subject product. No further associated products were reported. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. During investigation no material, design or manufacturing related issues were found. In the case presented a patient had been treated with star in august 2002. X-rays, taken on (B)(6) 2016 were reviewed by the attending physician, which showed that the patient had a ¿sizeable cyst in her talus¿. The patient was revised on (B)(6) 2016 after an implantation period of approximately 14 years. The metal components were found to be stable and well fixed and were thus left in place. The poly component was found to be slightly worn and therefore exchanged. A curettage of the cyst has been carried out, which then was backfilled with bone cement (hydroset). The affected sliding core was received in an overall good condition. The sliding core showed normal traces of minor wear, in particular at the edges, the corners and adjacent to the keel-trough as the item had been implanted for approximately 14 years. A significant damage or a breakage was not found. Cyst formation in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Cysts were furthermore clinically assessed by a consultant hcp: ¿cyst formation is a typical complication of ankle arthroplasty and probably caused by bone modelling according to the flux of force inside the bone structure related to the implant contact¿. ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion¿. Based on the above information, a deficiency of the device in questions was not verified. In case any relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
Patient was in for re-evaluation and sizeable cyst were seen on the talus. The metal components were stable, did a curettage of the cysts and backfilled cyst with calcium phosphate. The poly was exchanged as well. Poly being returned for evaluation. New information: no inflammation, inflection, tissue damge, non union was reported.